Manufacturer narrative:
Exact event date is unknown; however it was reported that the event happened in (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 1.5cm sized hard stone. However, the handle thumb ring was broken and the handle cannula was detached. The customer cut the handle using a "pincer." The broken wire was held with the "pincer" and the stone was crushed successfully. The basket was then removed from the patient. The procedure was completed with this device. Additionally, post procedure the side-car rx (guidewire port) was noticed to have push back. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned device found the handle assembly disassembled by the user by breaking the handle body at the distal end sliding the finger ring component off the handle body. The thumb ring was cracked and broken. The handle cannula had been forcibly removed from under the screws as evidenced by the drag marks from the dimples to the end of the cannula. The basket was partially extended with a large amount of dried contrast on the wires and the basket wires were bent. Further examination found the sheath/coil buckled and the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the handle cannula broken. However, the handle cannula was detached from the handle. Side car-rx and thumb ring cracked/broken were confirmed. Although it cannot be determined precisely how the handle cannula failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 1.5cm sized hard stone. However, the handle thumb ring was broken and the handle cannula was detached. The customer cut the handle using a "pincer". The broken wire was held with the "pincer" and the stone was crushed successfully. The basket was then removed from the patient. The procedure was completed with this device. Additionally, post procedure the side -car rx (guidwire port) was noticed to have push back. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.